Manufacturer narrative:
(B) (4). Device has been returned for eval but the eval is not complete at this time. When the eval is complete, the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was rec'd that stated the pt was rec'd an infusion via an implantable portal access system. According to reporter, when the needle was removed from use, the cannula remained in the pt's portal. The needle was removed without surgical intervention.